Manufacturer narrative:
(B)(4) for the reported event of guide catheter broken. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix preloaded stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure of the common bile duct (cbd) performed on (B)(6) 2014. According to the complainant, during the procedure, the inner guide catheter broke during deployment. The stent was deployed correctly, however, the physician had to go back and retrieve the broken portion of the inner guide catheter using a biopsy forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.